Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received there was an open yellow (pgnd) wire in the trunk cable. The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A zoll distributor electrode belt sn (B)(4) indicating that it would not communicate properly with a test monitor.